Event description:
It has been reported to philips that the device's live images were not viewable. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the patient was moved to another room to complete the procedure . The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, philips engineer found that large focus of the tube didn¿t adapt. Fse rebooted the system multiple times. After which the system was returned to good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.